Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint for a damaged was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent slightly inward. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A nurse reported a bent spike on a transfer set. The spike was not able to connect with the y-set. No injury or medical intervention was reported.